Event description:
Reference number (B)(4). Event occurred in the netherlands. It was reported that the patient faced infusion sets adhesive issue event on (B)(6) 2026. The patient reported that the four infusion sets tape was not sticking and came loose during sport and swimming. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4. Patient city: (B)(6), patient country: netherlands. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.